Event description:
It was reported that the user received an ¿unable to proceed¿ message during the fill tubing process on an ilet pump while using an inset infusion set, consistent with a complete blockage involving the tubing; after a device restart, a dry run succeeded, and the user completed a supply change with new components and reconnected successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified in relation to a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.